Manufacturer narrative:
H3 evaluation summary: mozarc medical conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one catheter, with a crack on the threads of its venous luer adapter. It was reported that the luer adapter was cracked. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all mozarc medical quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after a long-term tube implantation, less than six months of use, the head was cracked. Iodophor was the cleaning agent used on the device and adapter. Tego was not utilized. Nothing unusual was observed on the device prior to use. Flushing was not done prior to use. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. No excessive force was used on the device. No other products are being utilized with the device. Hand was the method used to tighten the adapters. As a remedial action, the catheter was replaced. No blood loss, and blood transfusion was not required. There was no reported patient injury.